Manufacturer narrative:
Continuation of d10: product ID 97745ac lot# serial# unknown . Product type accessory product ID 97745 lot# serial# (B)(6). Product type programmer, patient product ID 97755 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient (pt) reported about 3 days ago a software problem message occurred. Pt did not have any additional information regarding message. Patient noted they had been unable to charge the controller (ptm) due the message displaying causing it to run out of "battery juice". Patient services (ps/pss) suggested pt to capture all details for reference when/if messages occur in the future by either writing down the wording or taking a screen shot w/ mobile phone camera. While collecting device model/serial numbers, pss had pt reset ptm <(>&<)> inspect device components. Pt detected what they said was wear <(>&<)> tear on li battery pack (bp) connector plates; pss reviewed cleaning with rubbing alcohol and a lint free cloth. Pt stated the ptm did not power on after reinserting bp so pss had pt connect to power supply. Pt then described screen displaying set-up lost [61]; pt corrected the date/time. Pt didn't see the battery indicator light illuminating above ptm touchscreen while verifying solid green power lite was lit on power adapter box for power supply. Pt then commented recharging not available [78] was displaying; pt reseated bp <(>&<)> disconnected power supply then reconnected which caused battery indicator to begin flashing. Pt comment a plastic part of the power supply plug was broken off. An email was sent to the repair department to replace the ac power supply. Pt called back stating their recharger telemetry module (rtm) plug was damaged and not the ac power supply. Pt seemed very confused during the call. Ps closed case. An email was sent to repair for a recharger. Additional information was received from a patient (pt). It was reported that their equipment was not working. About a week after they got the new recharger (rtm) when they tried to plug it into the controller it did not recognize it, the pt was getting no device found. The pt noted they also got a message that said memory problem on the controller when they plugged it into the ac power supply. The pt then said their controller when they unplugged it from the ac power supply to charge their implantable neurostimulator (ins) by plugging the rtm in, the controller would not turn on. The pt was very confusing. During the call, the pt verified no damage to the controller battery and when examining the controller battery compartment. The pt no ticed some of the pins were bent. The pt noted they got a new bladder stimulator and had trouble understanding the verbiage, the pt also thought there was interference with the bladder stimulator; the pt was warmed transferred to a patient services agent that could assist pt on that therapy. A replacement controller was sent out.